Event description:
Posterior axon implants at c2-c7 and anterior cslp va plate with aelf-drilling screws at c2-c7 were explanted in an approximately 10 hour surgery. Upon removing axon implants, (8) out of (12) polyaxial screw heads were not locked with locking set screws extracting very easily. Anterior, (5) out of (7) cslp screws were not engaged into the plate and were backing out with 1.8 mm expansion screw intact. All hardware was removed successfully and without complications. Pt was not harmed during the procedure. No further implants were implanted at this time.